Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead exhibited low impedance after a sudden decline, oversensing, noise and ventricular high rates. An x-ray showed clavicle crush on the lead and a thinning of the insulation on the lead. The lead was capped and replaced. Additionally, in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality the ipg was explanted and replaced to preclude harm to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.